Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was missing. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Based on direct observation of a fractured helix tip, this type of damage may result from a combination of handling and product design, but it is considered a design issue when field reports indicate it occurred during normal use. This report is being submitted to correct the initial reporter email field (e1) in section e, initial reporter.

Event description:
It was reported that this brady lead was a case of an attempted implant due to damaged helix left behind the septal wall. Medication was administered. A medication was administered, and all measured cardiac intervals were within normal clinical ranges. This brady lead was replaced with the same model, not implanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant due to damaged helix left behind the septal wall. Medication was administered. A medication was administered, and all measured cardiac intervals were within normal clinical ranges. This brady lead was replaced with the same model, not implanted and returned for analysis. No additional adverse patient effects were reported.